Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a return of symptoms. At a follow-up impedance, measurements were >4000. A revision procedure was performed, during which the lead was disconnected from the extension and connected to an external neurostimulator. The impedance measurements confirmed impedances >4000 on all electrode pairs. It was noted that probably during the disconnection of the lead, the remaining intact conductors were damaged. The lead was replaced. Following surgery, the patient was reported to be "okay."